Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints, a review of service history, and a labeling review. The abbott field service (fs) engineer evaluated the issue on site and found the external waste pump (ewp) was leaking from the discharge tubing connector which was broken. The ewp was replaced to resolve the leaking issue. The architect power cord (power cord) remained in use. Tracking and trending was completed. No trends or issues were identified for the external waste pump, the architect power cord or the architect i2000sr analyzer. The analyzer service history reveals this is the only ticket involving sparking or smoking or any evidence of fire or smoke and no other tickets in the history involve the ewp and/or the power cord. Labeling was reviewed and found to be adequate, as it contains instructions for the technical specifications and instructions for replacing the ewp. Based on the available information no malfunction and no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
Device code: spark. No consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that fluid leaked on the floor from the waste pump of the architect i2000sr analyzer. The customer observed sparks coming from the power plug which was wet from the waste fluid. No injuries have been reported.